Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not working. The patient stated that they coordinated with their implanting physician. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that the device was removed because it never worked for the patient. The ins was replaced with a different type of device from another company. No further complications were reported.